Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Five lots were found to have been delivered in this time period. During the lot history review it was noted that there were complaints reported against three of the five reported lots. Lot 24lu01017 has four complaints reported, the complaints address internal blood leaks (no samples). Lot 24lu07008 has one complaint addressing an internal blood leak (no sample). Lot 24nu02015 had two complaints reported, the complaints address internal blood leaks (no samples). The lot trend could not be evaluated as a specific lot number was not provided. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. Upon follow-up, the rn confirmed the reported event and stated an internal dialyzer blood leak occurred after an unknown duration of time following initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood was noted in the hansen lines and dialyzer housing. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. Upon follow-up, the rn confirmed the reported event and stated an internal dialyzer blood leak occurred after an unknown duration of time following initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood was noted in the hansen lines and dialyzer housing. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.